Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 10218501) is being evaluated for fluid ingress. The modular cable underwent functional testing and passed. The modular cable was connected and functionally tested with a test heartmate 3 system controller in the labs at abbott. The modular cable was able to operate a pump with no alarms active. The modular cable functioned as intended. It was reported that water leaked onto the controller which resulted in driveline alarms to activate. The alarms are addressed under the controller investigation (manufacturer report number 2916596-2024-03109). There were no issues with the modular cable. It was conclusively determined that the alarms were caused by damage to the controller. The device history records were reviewed for the modular cable (lot number: 10218501) was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline fault alarm on 18may2024. A review of the log files confirmed driveline power faults (power a) and driveline communication faults (com b) on 18may2024 from 11:42 am until 12:16 pm. The pump power was elevated during the alarms but returned to baseline after the alarms. There was no interruption in pump support during the events. It was recommended that the system controller and modular cable be exchanged. It was also noted that the log file contained two transient pump off/ low flow events that occurred on 17may2024 at around 1:30 am. The system controller and modular cable were exchanged without issue. The patient later reported that it was possible the system had exposure to moisture because a cooling blanket leaked water all over the patient's bed on the night of (B)(6) 2024, and the patient got very wet but was clinically stable. The patient was in hospital pending awaiting discharge.